Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as rubbed raw and broken out, with no indication of open or weeping skin. There was no alleged device malfunction contributing to the rash. The patient¿s physician recommended lotion and hydrocortisone cream for the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.